Event description:
It was reported that there was a ¿loss of therapy,¿ and a ¿high impedance¿ was measured, and that the patient had ¿fractured lead.¿ a lead replacement was performed at time of report and it was stated that an electrode had detached from the end of the lead. There was one electrode (contact 8) from the old lead retained in the patient during the procedure. The patient¿s leads and implantable neurostimulator (ins) were replaced and the therapy loss and high impedance issues were resolved. It was noted the ins was replaced because it was ¿due to be replaced within the year.¿ the patient was alive with no injury at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
B5: please note that it is unknown at this time which lead below had an electrode detached from it. Continuation of d10: product ID 977a275 lot# 0209282380; implanted: (B)(6) 2015; explanted: (B)(6) 2023. Product type: lead; product ID 977a275; lot# 0209282381; implanted: (B)(6) 2015; explanted: (B)(6) 2023. Product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 04-feb-2019, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(6), ubd: 04-feb-2019, UDI#: (B)(4). G2 country: canada. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.